Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Measurements taken showed the implants reported as two 0605 were actually one 0605 and one 0801. Co was unable to review the lot histories of the subject products since the product's lot numbers were not provided by the dr's office.

Event description:
Dr reported that two implants were mobile in site. Dr elected to remove the implant. Pt is reportedly fine.